Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The prostatectomy surgical procedure was performed on (B)(6) 2025. The motion was jerky and moved in the wrong direction. If we moved right, it would move left. It also had some free movements and rotations. The surgeon was not attempting to manipulate instruments from the console. Shakiness and friction were observed. The issue was intermittent. They removed the instrument and used a different instrument. There was no injury to the patient. Isi received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a loose pitch cable at the proximal end causing a non-intuitive motion issue. The probable root cause was attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's movements are free of instruments, it doesn't work properly if we use it. The procedure was completed.